Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the nozzle of the colonovideoscope was clogged with a black rubbery material. There were no reports of patient involvement.

Manufacturer narrative:
Correction of g2 to the initial medwatch. The report source should include company representative. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. Additionally, there was no physical damage found at the location. A definitive root cause cannot be determined; however, the reported event is likely due to the user's wrong handling. The suggested event is detectable and preventable by handling device in accordance with the following IFU. IFU states the detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction is being made to previously submitted g3: date received by manufacturer which was not late. The correct date was 06/05/2024.